Event description:
The customer reported that during an infusion on an ICU patient, two pump modules on the right side of the pcu shut down four times without an alarm. This report is for the second event. The patient was taken to radiology and the two pump module on the right side turned off without an alarm and the screens were blank. The nurse called for a new system to be sent. Although requested, no additional patient or event details were provided.

Manufacturer narrative:
Manufacturer's report date: (B)(4) 2014. Internal file no: (B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. The customer's report of two pump modules shutting off with a blank screen was confirmed and replicated, however the pump modules shutting off without an alarm was not confirmed. The logs showed on the day of the event four pump modules were attached to the pcu. The sources device was found to be infusion norepinephrine using guardrails at a concentration of 8mg/250ml. Beginning at 8:54 am multiple channel disconnect events occurred that were all acknowledged by the user. The channel disconnections/loss of power events caused the active infusions (on the left side) to stop running and the modules to reinitialize. The pcu screen displayed the channel disconnect message. During testing of the returned system,the system could be manipulated causing loss of power with a channel disconnect message on the pcu screen. Each time an audio alarm accompanied the channel disconnect message. Inspection of the source pump module confirmed that the male (right connector was found to have a damaged rib between pins 3 and 4. The root cause of the customer's experience is a damaged pump module male iui connector which led to the channel disconnect/loss of power events.